Manufacturer narrative:
Additional information was received that the patient regained function of his legs. The paralysis was a surgical complication during the procedure because of the epidural hematoma.

Event description:
A report was received that following an implant procedure, the patient developed an epidural hematoma with some paralysis. The patient underwent an explant procedure and removal of the hematoma. The patient is still paralyzed, without motor function. The physician assessed the events to be procedure related and not device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following an implant procedure, the patient developed an epidural hematoma with some paralysis. The patient underwent an explant procedure and removal of the hematoma. The patient is still paralyzed, without motor function. The physician assessed the events to be procedure related and not device related.